Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): a partial lead in segments was returned and analyzed. Analysis results revealed that the distal conductor was fractured. Blood/body fluid was present on several conductors (not obstructed), and in/on the helix mechanism and its sleeve head. The defib conductor was distorted and stretched. The inner tubing was kinked/buckled. The outer tubing overlay was melted. The outer insulation was torn, had cosmetic environmental stress cracks, and had a cosmetic depression. There was a white substance on the exposed defib coil. The tip seal was observed to be out of position.

Event description:
It was reported that the patient received inappropriate therapy due to oversensing of noise. It was also reported the lead fractured and that upon interrogation, there was no capture. It was noted that the patient had been in a car accident two weeks prior. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.